Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 51-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had placed a cp to support a patient admitted in after going down in the field and getting CPR. The stemi (st elevation myocardial infarction) and vt/vf (ventricular tachycardia ventricular fibrillation) prompted the cp to be placed, however the access site had an ooze which was remedied by 1 unit of rbcs (red blood cells). The pump was placed via the single access technique. During the technique the md additionally caused a pump malfunction. The md had pierced the pump and there was a hole at the red plug. The product was not replaced.

Manufacturer narrative:
The investigation for the access site bleed and the product damage has been completed. Impella was not returned and data logs are not relevant to the failure mode. Clinical details state that during the single access procedure, the md poked a hole in the pump catheter with the micro-needle. It was the physicians first time doing single access. Clinical notes confirm that blood had ingressed up to the red handle. The root cause of the hole in catheter was determined to be a use issue during single access. Clinical details further state that a large amount of oozing was noted at the access site. Heparin infusions were put on pause and rbcs had to be administered. There are no clinical notes indicating if or how the bleed was resolved. The patient's ptt the day before the event is known and it was at the high end of desired therapeutic ranges, but no ptt/act values the day of the event were reported. Product was not returned and data logs are not relevant. The root cause of the access site bleed could not be determined as not enough clinical information was provided and product was not returned. Added- h6 impact code 4641.